Event description:
Patient with a t-score of the hip of -0.1 and spine +1.7, underwent 2-level arthroplasty at l3-l4 and l4-l5 and was implanted with prodisc-l at both levels. A CT scan and x-ray on day of surgery did not show l4 vertebral body fracture. CT was reviewed and l4 vertebral body fracture was noted. Patient currently has no restrictions and removal is not planned. This is repot #6 of 6 on the same event.

Manufacturer narrative:
This information has not been provided. Additional information has been requested. Implant currently remains in the patient. Investigation is on-going, no conclusion can be drawn. Review of manufacturing records has been requested.